Event description:
The customer reported that during the preoperation check for a radio frequency ablation procedure, nothing was found wrong. However, once ablation started, water leaked from between the needle and the grip. Another needle electrode was used to complete the procedure. The pt is reported as ok.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample was not returned for evaluation, therefore, an eval could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.